Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an endeavor sprint drug eluting stent to treat a lcx lesion with 80% stenosis. The lesion exhibited moderate vessel calcification and tortuosity. No abnormity was noticed during inspection prior to use. The stent was inspected post removal of the protective sheath with no issues noted. The lesion was pre-dilated 3 times by 2.5*15 balloon catheter at 12atm for 10 seconds. A 50% stenosis remained after pre-dilation. Resistance was noted when advancing the device to the lesion, excessive force was used. During advancement of the device, the stent dislodged. The dislodged stent was captured by snare and removed from patient. Physician replaced the device with another one to complete the operation. The physician commented that the event was related to patient¿s vessel calcification and tortuosity. No patient injury was reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.